Manufacturer narrative:
Batch review performed on 11-mar-2020 lot 185439: (B)(4) items manufactured and released on 22-oct-2018. Expiration date: 14.10.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 28 size l +3.5 lot. 1903848 (k112115) batch review performed on 11-mar-2020: lot 1903848: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 14.07.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Stem: amistem p 01.18.438 amistem-p collared std stem size8 lot. 178151 (k173794) batch review performed on 11-mar-2020 lot 178151: (B)(4) items manufactured and released on 10-apr-2018. Expiration date: 27.03.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Liner: mpact dm 01.26.2860mhc double mobility hc liner 28/dml lot. 1901460 (k092265) lot 1901460: (B)(4) items manufactured and released on 13-may-2019. Expiration date: 28.04.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection after almost 1 month from the primary surgery, the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.